Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient was treated by the lifevest. At 10:29:13, the patient was treated by the lifevest. The pulse delivered was 175j. A low patient impedance (19 ohms) contributed to the high energy shock. The patient's rhythm at the time of the treatment was ventricular tachycardia at 130 bpm. The patient's post-shock "rhythn" was asystole for 13 seconds with a return of spontaneous cardiac activity, the patient's rhythm was bradycardia at 30 bpm. The patient's rhythm then degraded to asystole. The patient remained in asystole until the device was shutdown. CPR artifact is seen on the ECG at 5:50:46 pm. It was reported that the patient was discovered by family members who initiated CPR. There is no indication of any device malfunction that caused or contributed to the patient's death. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.